Manufacturer narrative:
On 9/6/2019, mentor became aware that date of surgery is (B)(6) 2019. Hence, explantation date has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient has capsular contracture baker grade 3 on left side not right side. Left side is also deflated which was confirmed by mammogram. Nothing reported on right side at this time. Patient is scheduled removal and replacement surgery in october. Hence, following updates were made: - field d7 was updated to 10/1/2019. - patient code capsular contracture was added to field h6. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019; photo was received for evaluation. On (B)(6) 2019, photo evaluation was completed. According to the information provided, the patient experienced a rupture and capsular contracture on left breast. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant rupture, and right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with left side breast implant rupture, and right side capsular contracture; baker grade iii. Left side rupture was confirmed by mammogram on (B)(6) 2019. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.